Event description:
"The surgeon reported that (B)(6) female with symptomatic 4th lumbar spinal metastatic follicular thyroid carcinoma for which vertebrectomy and stabilization were performed using xia pedicle screw instrumentation and an anterior v-lift cage augmentation. The surgeon reported that 17 months after the initial surgery, it was noticed on x-rays that the left rod had broken and the v-lift implant had subsided, tilted and partially collapsed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
"The surgeon reported that a (B)(6) female with symptomatic 4th lumbar spinal metastatic follicular thyroid carcinoma for which vertebrectomy and stabilization were performed using xia pedicle screw instrumentation and an anterior v-lift cage augmentation. The surgeon reported that 17 months after the initial surgery it was noticed on x-rays that the left rod had broken and the v-lift implant had subsided, tilted and partially collapsed."

Manufacturer narrative:
The complaint details indicate both a product problem and an adverse event, not just a product problem as initially reported. The complaint details indicate that there was a serious injury, which needed revision surgery. Method: complaint history review; risk assessment. Results: the customer event of a vlift cage collapse was confirmed via x-ray images. The device was not returned since it remains implanted in the patient. According to the correspondence, it was reported that the rod was fractured. The absence of the support from the rod could have caused an excessive load on the vlift cage, causing it to collapse/subside. Furthermore, it has been confirmed that the same vlift cage has been used for the revision surgery. This is possibly the main cause for the complete collapse after the revision surgery as the vlift cage most likely became damaged from the initial rod breakage. Also, no bone graft was used for the procedure, which could have contributed to the failure. Conclusion: the root cause of the failure is likely multifactorial.